Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump passed, the displacement test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Pump communicated properly with the test guardian link 3 transmitter and sensor connected successfully with pump. No lost sensor alarms were noted, during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 (variable #: 15) alarm on the event date of 04/07/2024 at 13:57:34.000, due to a possible hardware failure. Pump delivered 162 bolus deliveries on the event date of 07-apr-2024 at 00:00:45.000 to 23:56:45.000. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. The following were also noted, during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads-cracked, scratched case, pillowing keypad overlay, stained keypad overlay and label damage. Pump error 63 was confirmed, in the pump history files and traces, due to a hardware failure. Problem isolated to the electronic assembly. Unable to verify, customer's complaint for high bg's. Moisture damage was confirmed, found isolated to the battery tube. No com pump to xmtr (lost sensor alarm) was not confirmed, during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor signal, loss of communication between pump and transmitter, hardware low level failures (pump error 63). The event involved product(s) mmt-332a, mmt-7040a, mmt-7841zn, mmt-1884l, mmt-397a. Troubleshooting was performed and confirmed the customer reported issue pump error 63, loss of communication between pump and transmitter. Customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-397a. Customer will discontinue using the pump.